Event description:
A malfunction alarm was reported without any preceding notable events. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the malfunction, allowing the customer to continue using the pump with instructions to call back if the malfunction code recurs.